Event description:
It was reported that a consumer used expired contact lens solution directly in their eye and experienced bilateral red eyes, hazy vision and pain. Medical records were received and showed the consumer visited the ophthalmologist the same day and had bilateral injection and edema. They were diagnosed with corneal edema and was prescribed polytrim, atropine and predforte. The patient confirmed they wear their daily lenses for two weeks and tops off their contact lens solution instead of using new solution every day. The consumer followed up the next day and had bilateral toxic keratitis right eye worse than left. Patient had continued severe eye pain but it had improved. Patient had bilateral injection and edema. Patients¿ edema was noted to be better and was told to continue the previously prescribed eye drops. The following day the patient visited the doctor and had continued blurry vision and pain left worst than the right. Medical records indicate the patient did not pick up the polytrim. Patient had continued injection, edema. The patient indicates the toxic keratitis from contact lens solution improved. The patient was seen 5 days later and had worse vision but pain had improved. They were diagnosed with bilateral corneal edema, bilateral abrasions. Patient was given bandage contact lens, predforte and polytrim. They were referred to a corneal specialist. The patient was seen 6 times the same month with the corneal specialist, they were diagnosed with chemical keratitis. Patient was seen with bilateral injection, inflammation, edematous, d-folds, ciliary flush and continued blurred vision. It was noted at the end of the month the patients lenses began to show cortical changes and pigment on anterior capsule. Patient was treated with atropine, refresh, polytrim, erythromycin, muro 128 and preservative free eye drops. The bandage lens was removed by the corneal specialist. The patient was sent for blood work which was positive for antinuclear antibodies and rheumatoid factor. Medical records indicate the patient was non-compliant with picking up some of the medications that they were prescribed. The patient experienced unrelated right eye and head trauma the following month. They were seen 4 times that month with bilateral corneal edema and blurred vision. Patient had right eye ecchymosis, bilateral blepharitis, injection, ciliary flush, edema, d-folds, epitheliopathy and continued cortical/pigment changes on the lenses. Patient was diagnosed with continued bilateral chemical keratoconjunctivitis and right eye trauma. They were told to continue with the previously prescribed medication, valtrex and methylpred forte. Patient was seen twice two months after the initial incident. They experienced continued blurred vision, corneal edema. The medical records indicate the patient had bilateral blepharitis, injection, ciliary flush, edema, d-folds, mild diffuse epitheliopathy and continued cortical changes and pigment on the anterior capsule. They continued their treatment. Patient was seen 4 times 5 months after the initial incident with left eye pain after rubbing their eyes for 2 hours. The patient had keratitis, conjunctivitis, decreased visual acuity, foreign body sensation, viewing red flashes in their left eye, bilateral blepharitis, improved injection, ciliary flush with some lens cortical changes and pigment on the anterior capsule. Patient was prescribed carboxymethylcellulose, methylprednisolone, muro 128, sodium chloride, valtrex and valacyclovir. Patient was seen 6 times 6 months after the initial incident. Patient had continued decreased visual acuity and had a right eye cataract removal with iol insertion and descemet's stripping automated endothelial keratoplasty (dsaek). Surgery was successful until one week later the graft was not attached and an air injection (sf6 gas) had to be completed under mac-block to re attach the graft. After the air injection the patient was told to keep their head flat. The medical records indicate the patient was seen lifting their head multiple times against medical advice. Patient was seen twice 7 months after the initial incident. Patient had blurry vision, bilateral blepharitis, injection, corneal edema, diffuse d-folds with the left lens having cortical changes. They were instructed to continue treatment. 8 months after the initial incident the patient had a left eye iol insertion with dsaek. One week later the patient underwent a repositioning of the daek of the left eye with an air injection of sf6 gas. Patients right eye is currently healing nicely, the left eye has continued diffuse epitheliopathy and band keratopathy. They continue with steroid treatment and aggressive lubrication in both eyes.

Manufacturer narrative:
Product was discarded, thus is not available for evaluation. Lot number could not be provided therefore a batch record review could not be completed. Patient indicates they used the expired product directly in their eye. Based on all available information, no causal factors can be determined and no conclusion can be drawn.